Event description:
Cross-reference for same patient, same surgery: (B)(6). According to the reporter: the patient alleged injury. Medical history: lateral detachment cystocele, desires removal of remaining right ovary and tube.

Manufacturer narrative:
(B)(4).